Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the barrel clamp sensor test. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sizer. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/05/2019 to the present date 10/1/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the bkt clp sizer snsr assy syringe/pca.

Event description:
It was reported that the device failed the barrel clamp sensor test. Npi.